Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not detected on bus. A field service engineer replaced the broken latch assembly on drawer 2.1 of the auxiliary unit, reseated the cables on the drawer controller board and replaced the hard stop to restore proper functionality. The customer that the drawer was working as intended after recovering it. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary (B)(6), drawer failed and showed device not detected on bus error. The device was rebooted multiple times; however, the drawer continued to display the device not on bus error. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.